Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation that was itchy and bruising on her back underneath the therapy electrodes. The patient was given a prescription of betamethasone from her physician. The irritation improved after using the prescribed betamethasone cream.